Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds. Additionally, a spike in impedance was observed on this ra lead. Impedances measurements remained within normal range. This ra lead was explanted and replaced. It was noted that the associated rv lead had a fracture due to subclavian crush. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.